Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that due to patient anatomy the placement of an impella 5.5 was aborted. It was reported that the left axillary artery was isolated. The vessel was calcified. The catheter kinked on itself due to surgeon pushing too hard. The catheter would not pass calcium in the artery. No patient harm has been reported.

Manufacturer narrative:
The investigation for the product damage has been completed. The product was not returned for review. Based on clinical description, the root cause of product damage was due to a delivery issue likely as a result of a patient condition. The catheter kink was a result of the doctor's attempt to bypass the calcification.